Event description:
It was reported that a device shuts off without user input. The reported deficiency occurred during testing and there was no pt involvement.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned and evaluated by baxter. Engineering evaluation of the unit could not duplicate or confirm the customer's complaint. The unit was set up for a rate of 125ml/hr with a vtbi of 9999. The unit ran to infusion complete without displaying any alarms. Review of the history log identified 8 shut door power off incidences. This happens when the door is open and the user attempts to power down the unit, once the door is closed the unit shuts down unless the user presses the cancel soft key either prior to closing the door or just after the door has been closed. It is possible that this is what occurred and the customer thought that the unit shut itself off. The device was returned to the customer.